Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Washer uncut. The analysis results found that the device arrived in good visual condition without staples present and with the breakaway washer uncut, indicating that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. It should be noted that before firing the device, the orange indicator should be fully within the green range of the gap setting scale. In addition, it should be noted that if the firing sequence is not complete (plastic to plastic), staples could be partially deployed without cutting the washer. For more information please refer to the instructions for use. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
Three attempts were completed to obtain additional information, but no response was received.

Event description:
It was reported that during a stapled hemorrhoidectomy procedure, the stapler was fired; the stapler at the anterior half cut and stapled, but the posterior half of the stapler was cut half on the tissue but didn't staple. It caused bleeding on the cutting tissue edge. In order to stop the bleeding, suture and diathermy were used. Because the stapler did not cut and staple as it normally would, the remaining hemorrhoid was cut by open technique. The condition of the patient immediately after the event was stable.